Event description:
Patient was positioned for a laparoscopic gastric bypass roux-en-y procedure. During the procedure the patient had slid down the operating room table approximately 2 inches. The patient was positioned and secured as usually required for this procedure. A foot board was not in place for this procedure. Pt on the operating room table in reverse trendelenburg position.